Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post paced t wave oversensing was observed on a stored egm. Programming changes were recommended.